Manufacturer narrative:
Additional information about the event entered since initial submission. Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one used 20g nexiva unit with no product documentation to indicate the reference or lot number. A gross visual inspection of the returned unit found that the extension tubing was ballooned throughout most of the tubing except where the clamp was present. There were no kinks or bends that could be observed, and the unit was returned with the clamp disengaged. As the ballooning occurred in two separate locations along the tubing, it is likely that multiple obstructions were present. The unit was tested for occlusions by flushing the unit using a 10ml syringe. The unit flushed without resistance. The unit was then dissected to microscopically inspect for the presence of partial occlusions at the junction point between the extension tubing and the catheter adapter/ luer adapter. Microscopic inspection did not identify any obstructions. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, ballooned tubing may result from an occlusion due to excess adhesive between the catheter adapter and extension tubing or from kinked tubing. If an occlusion was present, the components would have to be partially occluded as a full occlusion would likely cause the clinician to experience issues during flashback and flushing of the device. Additionally, during use, ballooning may occur due to a kinked, occluded, or obstructed tubing. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Response received from customer: 1. Are you able to provide the batch number? - I am unable to supply a batch number as the IV was inserted in vgh ER and by the time I was made aware of the issue, the package and box were long gone. 2. Was there any adverse event or serious injury? - no adverse event or injury to patient. 3. What was the patient outcome? - a new IV was started on patient and CT exam completed. 4. Was the procedure completed as planned? - yes, after a new IV was started. 5. Is photo of defect available for evaluation? - yes, I still have the defective IV and can take a photo.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system dilated from the wings of the IV to the two port hub during the pressure injection. The following information was provided by the initial reporter: "concern description: bd nexiva used for CT scan with power injector. Psi was under pressure limit of 300psi. Db nexiva catheter dilatated from wings of IV to the two port hub."